Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. (B)(6). The reporter¿s complete address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as (B)(6) 2011. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run, did not engage when power was applied, and the coupling head was worn. Therefore, the reported condition was confirmed. It was determined that the electronic motor and electronic control module were damaged. The assignable root cause was determined to be due to wear on mechanical and electronic components from repeated sterilization and normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery, while the operating room staff was setting up for surgery, it was discovered that the small battery drive device was dead when in use with a battery device. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.